Event description:
It was reported that a malfunction occurred on the pump, identified by the code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose.